Event description:
The recipient reportedly experienced an infection at the implant site caused by folliculitis. The recipient was prescribed antibiotics and the infection resolved. During examination, it was noted that the magnet was free from the silastic casing. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the bottom cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented and electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.